Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence provided was reviewed and found, one of the springs deformed and disassembled from the device. It is reasonable, to conclude that the present condition would make the device unable to assemble. With the information provided, it is not possible to determine, the exact moment where the spring deformation occurred. It is suspected to have happened on previous usage. The reported condition was confirmed. Additional monitoring, for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed, as investigation could not retrieve a lot number.

Event description:
It was reported that the surgeon was trying to place a plastic shim on the 0 degree spacer block but the shim would not seat properly - on closer examination the circular spring around the shim stubs had become twisted and was stopping the shim from seating on that side. The circular spring was removed to prevent it falling off near the patients wound. The surgery continued without delay or further incident.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.